Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v289339, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient stated that her interstim was not functioning correctly and wanted it explanted. The patient reported heat at the neurostimulator (ins) site and pulling sensation. The patient was not sure how long she had been feeling the heat and pulling because she had back problems and thought it was coming from that. The patient stated that she had suspected the stimulator causing these sensations for 2 or 3 months. The patient stated she got on the morning of the call and had to take aleve ,which seemed to "calm it down."the patient had decreased the stimulation down to around 1.2. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available .